Event description:
It was reported during insertion the clinician is finding the tri-port connector cracks when tightened. As a result, another kit was opened for a new connector and it was replaced. There was no delay in treatment and no pt death or complications reported.

Manufacturer narrative:
MFR control no. (B)(4). The device will not be returned.